Event description:
Customer reported when fluoroing they get two half circles on left monitor.

Manufacturer narrative:
The ge service rep ordered and replaced interconnect cable assembly. Verified proper system operation, without any video problems, system is operating as intended.